Event description:
Coolseal mini device (ref: csl-mn103-20 lot: 75eb5399 exp: 05-23-2024) was working when physician first started to use it, but failed to seal after less than an hour of intermittent use. A new cool seal device was delivered to the field. No patient harm.